Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, the hand switch would not activate. Another device was used to complete the case. No adverse pt consequence was reported.